Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was implanted with two gore® tag® conformable thoracic stent graft with active control system endoprostheses. A tgmr373720 was the most proximal device, having been placed at the left common carotid artery with a snorkel within the left subclavian artery. The exposed stent apicespatient tolerated the procedure. On (B)(6) 2022, the patient underwent reintervention for a proximal type I endoleak (date of onset unknown) and an additional gore® tag® conformable thoracic stent graft with active control system (tgmr373715) was placed proximally. The physician reported that the device was deployed aggressively on target and needed to be retracted due to partial coverage of the innominate artery. The device was retracted successfully with lock wire in place, but it is suspected that it migrated proximally when the lock wire was removed due to stored energy and maneuvering through the previously placed tgmr device. The device was successfully retracted to a satisfactory position with a gore tri-lobe balloon. No injury was noted to the patient and the procedure was successfully completed. At the conclusion of the procedure the exposed stent apices breached the origin of the innominate artery however stent graft itself was well distal to the innominate artery. The patient tolerated the procedure and the endoleak was resolved. The physician reported no enlargement of the aneurysm.